Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) reported the event began in 2019 on (B)(6). It was noted at refill on (B)(6) the actual residual volume (arv) was 7ml and the expected residual volume (erv) was 3.1ml. At refill on (B)(6) the arv was 10ml and the erv was 5.6ml. At refill on (B)(6) the arv was 10ml and the erv was 7.4ml. At refill on (B)(6) the arv was 13ml and the erv 7.3ml. It was noted that the pump was filled to a volume of 40ml prior at each of the refills. It was noted that the pump was programmed to a volume of 40ml prior at each of the refills. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the physician planned to perform an MRI if further volume discrepancies were noted. It was noted no further actions were taken or planned to resolve the event. The cause of the volume discrepancies and pain having been hard to control was not determined. Regarding if the event was resolved, it was reported, this would be ascertained at the patient¿s next pump fill that would occur sometime in july. It was noted the device system was still implanted. No further complications were reported.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient has been experiencing volume discrepancies at the last four refills where the actual volume was greater than the expected volume. The first time they began seeing this was october of 2019 where the reservoir volume was expected to be 3.1 cc and it was 7 cc. The next refill after that they expected 5.6 cc and pulled out 10 cc. The third refill they expected 10 cc and pulled out 7.4 cc. The fourth one they expected 7.3 cc and pulled out 13. The last refill had a 9 cc difference from what they expected (volumes not given) and that was on (B)(6). The physician then brought the patient in for a dye study today and he was able to aspirate the catheter with ease and perform the dye study which showed no abnormalities. It was confirmed that the pump logs did not show any abnormalities either. Regarding if the patient was symptomatic, it was noted that the patient's pain was hard to control, and that the physician said that it was hard to control before the volume discrepancies began. The date of the event was noted as being (B)(6) (month and year known only). At the time of the report magnetic resonance imaging wasdiscussed and reaching out to team for further considerations was reviewed. The pump was currently administering bupivacaine with concentration 12 mg/ml at a dose rate of 9 mg/day and fentanyl with concentration 1000 mcg/ml at a dose rate of 750 mcg/day.

Manufacturer narrative:
H6 update: the previously applied patient code c76143 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that on (B)(6) 2023, the expected reservoir volume was 0cc and actual volume was 4cc. It was also indicated that as the device was still implanted in the patient, the device was not returned. The rep would return the pump at replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) reporting that the patient continued to have higher than expected volume discrepancies. There was another volume discrepancy on (B)(6) 2023 where they got 4 mls. The hcp reported that this had started in may 2019. In (B)(6) 2019 the hcp expected 6.5 cc's and got back 11 cc's. May of 2019 expected 4 and got 7 cc's. A dye study was performed on (B)(6) 2023 and was successful. A replacement would be scheduled. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at time of report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient was routinely having 3-7 more ml of drug in the pump than expected at refills. The patient came in roughly every 50 days for refills. Per the physician, the patient had begun complaining of increasing pain. The logs were checked, and no stalls were noted. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was noted to be the dye study (B)(6) 2020 when the catheter was found to be patent. No additional actions/interventions had been taken. The issue was not resolved at the time of this report, and the pump was currently delivering fentanyl (1050 mcg/mlat 757.2 mcg/day) and bupivacaine (12 mg/ml at 8.654 mg/day).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative indicated that they were still getting residual volume at refills despite more than one successful dye study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl 1050 mcg/ml for a total dose of approximately 750 mcg/day via an implantable pump. It was reported the volume expected at refills for the last few refills in 2020 have been significantly lower than what was actually aspirated from the pump. There was no known factors that may have led or contributed to the issue. The logs were interrogated on (B)(6) 2020 and no anomalies were noted. The hcp was ordering an magnetic resonance imaging (MRI) and will scheduled a catheter dye study. It was noted the issue was note resolved at time of report. It was noted that surgical intervention did not occur and was not planned. The patient's weight and medical history were asked but unknown. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative indicating that the pump was replaced.

Manufacturer narrative:
The pump was returned and destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two (or the rotor). Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Catheter was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.